Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported experiencing a blood glucose level of 21 mg/dl several days before the call. Customer stated that she had been having high blood glucose levels since several days before she experienced the low blood glucose level. Blood glucose level was 282 mg/dl at the time of the call. No further information was provided.